Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have teflon pad damage. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the distal end of 8mm harmonic ace instrument was found to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of the harmonic ace instrument tip was completely detached, but no fragment fell into the patient. The instrument was inspected prior to use, and no damage was noted. The issue occurred during a dissecting task, and the surgeon attributed the breakage to product quality issues. The instrument had been in use for two hours before the issue arose, and no functionality problems were noticed during the procedure. There was no collision with other instruments, and no photographic or video evidence is available for review.